Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of being hospitalized the first week of (B)(6) 2020 due to low blood glucose of 30 mg/dl and an infection. Customer was treated with dextrose. The customer alleged over delivery because they need to change her infusion set every now and then since reservoir that holds 300 units of insulin ran out before the third day of scheduled set change. Customer was disconnected from the insulin pump for four days at the time of call. Troubleshooting was performed and the customer was advised that the insulin pump would need to be replaced. The insulin pump will not be returned for failure analysis.